Manufacturer narrative:
After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 3 months after the dental implant was placed in ada site 27 in the mouth, the implant had not achieved osseointegration. Clinician reports the patient had pain. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).

Manufacturer narrative:
Missing lot information has been requested from the complainant. The complainant indicated the lot number information was not available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 3 months after the dental implant was placed in ada site 27 in the mouth, the implant had not achieved osseointegration. Clinician reports the patient had pain. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.